Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device illuminated its service led, however no issue with the charge functionality was observed. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not charge when attempted during inspection. There was no patient use associated with the reported event.